Manufacturer narrative:
Please note: due to new (B)(6) and dot regulations prohibiting the transportation of lithium ion batteries by air, investigations will be prolonged as we await the return of devices via cargo ship. Additional devices for this complaints: (B)(4) - 1650de - MFR. Date: 04/30/2015 - exp. Date: 04/30/2016, (B)(4) - 1650de - MFR. Date: 12/31/2014 - exp. Date: 12/31/2015, (B)(4) - 1650de - MFR. Date: 11/30/2015 - exp. Date: 11/30/2016, (B)(4) - 1650de - MFR. Date: 12/31/2014 - exp. Date: 12/31/2015, (B)(4) - 1650de - MFR. Date: 10/31/2015 - exp. Date: 10/31/2016, (B)(4) - 1650de - MFR. Date: 02/28/2016 - exp. Date: 02/28/2017, (B)(4) - 1650de - MFR. Date: 11/30/2015 - exp. Date: 11/30/2016, (B)(4) - 1650de - MFR. Date: 11/30/2015 - exp. Date: 11/30/2016, (B)(4) - 1650de - MFR. Date: 04/30/2016 - exp. Date: 04/30/2017, (B)(4) - 1650de - MFR. Date: 04/30/2016 - exp. Date: 04/30/2017, (B)(4) - 1650de - MFR. Date: 04/30/2016 - exp. Date: 04/30/2017, (B)(4) - 1650de - MFR. Date: 09/30/2015 - exp. Date: 09/30/2016, (B)(4) - 1650de - MFR. Date: 04/30/2015 - exp. Date: 04/30/2016, (B)(4) - 1650de - MFR. Date: 04/30/2016 - exp. Date: 04/30/2017. (B)(4). This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. It further warns that damaged equipment should be reported to the manufacturer and inspected. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Product has not been returned.

Event description:
A report was received from the clinical database that the patient experienced multiple power switching events. The devices were exchanged with no reported consequence or impact to the patient. The power switching could not be reproduced by manipulating the battery connections and/or cables. The event was not associated with any controller alarms or pump stops. There was no reported damage noted to the controller or its' power connectors. Log files were sent. Of note, the patient does not have a history of charging batteries before they are fully depleted. No further information was provided.

Manufacturer narrative:
It was reported that the patient was experiencing power switching events. The controller and fourteen (14) batteries were returned for evaluation. Various analyses were conducted and reviewed to evaluate the performance of the device in relation to the reported event. Analysis of the devices revealed that the devices met specifications; the units passed visual examination and functional testing. An attempt was made to replicate the power switching issue by manipulating the battery's connection to the controller during the analysis of the units. Results revealed that the electrical connection between the batteries and the controller was stable. The software upgrade contains a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the data log files revealed several premature power-switching events that were due to momentary disconnections and involved (B)(4). The most likely root cause of the reported event can be attributed to momentary disconnections between the controller and batteries. Heartware is investigating momentary disconnections. (B)(4), return date-2016-12-20, (B)(4), return date-2016-12-20, (B)(4), return date-2016-12-20, (B)(4), return date-2016-12-20, (B)(4), return date-2016-12-20. (B)(4). (B)(4), return date-2016-12-20, (B)(4), return date-2016-12-20, (B)(4), return date-2016-12-20, (B)(4), return date-2016-12-20, (B)(4), return date-2016-12-20, (B)(4), return date-2016-12-20, (B)(4), return date-2016-12-20, (B)(4), return date-2016-12-20, (B)(4), return date-2016-12-20. (B)(4). Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.